Manufacturer narrative:
The disposable cartridge was requested by nxstage, but has not been received at the time of this report. The reported blood loss is attributed to the operator not performing rinseback due to air in the line. The cycler alarmed appropriately. Facility staff was notified of the event and stated that the patient has a new fistula which contributed to the alarm. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred during a routine hemodialysis treatment which could not be resolved. Rinseback could not be performed due to air in line, resulting in an estimated blood loss of 190cc. No medical intervention was required.